Manufacturer narrative:
Additional information h3 and h10: evaluation experienced that the device does not recognize an open door. The cause was identified to be a upper latch switch was out of adjustment, therefore was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported system error 345 alarm which were verified through a review of the event history log but not reproduced during evaluation. The reported condition was verified. The cause was determined to be a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during routine testing at the biomed service department. There was no patient involvement. No additional information is available.